Event description:
It was reported to philips that the therapy port was bad. This was further clarified by a philips field service engineer (fse) as the therapy port intermittently does not detect the therapy cable. There was no patient involvement.